Event description:
Customer sent a repair request reported with an issue of "hollow", image guide (ig) corrugated tube. The issue found during an unknown event. There was no patient harm, no user injury reported due to the event. Device evaluation found peeling of the tip lid fixing screw. This report is being submitted for the peeling of the tip lid fixing screw found on device evaluation.

Manufacturer narrative:
Device return evaluation was completed . Device evaluation found the bending section of the insertion tube crushed. In addition, not enough adhesive in the tip cover screw holes were noted and peeling of the tip lid fixing screw was observed. Furthermore, the following findings during inspection were noted on the device: the bending angle is insufficient due to the elongation of the angle wire. The play of the angle knob is out of the normal state due to the elongation of the angle wire. Scratches are found on the insertion tube. Scratches are found on the objective lens. Scratches are found on sw2. Scratches are found on sw4. Peeling of the paint found on the air/water supply cylinder. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the specific root cause could not be determined at this time. Olympus will continue to monitor field performance for this device.